Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the supplies. The tubing was primed and the customer reported that the drops initially came out of the tubing foamy. After fill tubing with approximately 20 units, the drops were clear. The customer's blood glucose (bg) level was in the 100's (mg/dl). At the time of report, the customer's bg level was 435 mg/dl and it was addressed with a manual injection. Reportedly, there were air bubbles throughout the tubing and patient line at the time of report. The customer primed the tubing to remove air and would potentially change the site.